Event description:
It was reported that this patient had experienced withdrawal. The patient "was run out" one time and had forgotten to inform their family. The reporter stated "we were two days getting any of the" but it was unclear what the reporter was referring to. No further information was provided. It was not provided what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical device: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).